Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected deliveries of bolus were noted during testing. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the night before the call, they had a blood glucose level of 40 mg/dl and called paramedics. Customer reported being transported by ambulance and admitted to the hospital. The customer stated that the low blood glucose level was due to accidentally delivering too much insulin during the fill tubing process. The customer was wearing the insulin pump at the time of hospital admission. Most recent blood glucose level at the time of the call was 241 mg/dl. During troubleshooting, the customer reported that there was a crack on the inside of the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.